Manufacturer narrative:
The ge representative conducted an on site investigation. A new foot switch was ordered. The customer replaced the part and tested the system. The system now operates as intended.

Event description:
The customer reported that the 2800 system displayed a security error message that the foot switch would not operate. No patient injury was reported.